Event description:
A silhouette pedicle screw construct was implanted from l3 to l5, along with autograft and cancellous bone chips. During a follow-up examination, it was noticed that the screws in the l5 pedicles had been broken mid-shaft. The pt remains asymptomatic and is reportedly pleased with the post-operative results.